Event description:
Additional information was received from the patient. It was reported that the patient had experienced urinary retention prior to the device. Catheterization was not their standard of care prior to the device and it was unknown if the device worsened the patient's retention. The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient stated they have moved and do not have a new managing physician. The caller reported that they still had trouble with urgency and had to wear a pad all the time. They do think they get 50% relief of symptoms from the therapy. The patient also reported having retention. They reported that when they void, they try to press on their stomach to expel it all. The patient reported having a previous MRI and putting the device into MRI mode and that after the MRI, it seemed like the stimulation was going to their rectum instead. The caller made some programming changes on their own. Agent helped the caller connect to ins and change programs. The caller expressed difficulty using the equipment, but it connected with no issues while on the call. The caller reported that they thought they needed surgery to pull their bladder up because it had fallen somewhat, but the hcp at time talked them into getting this device implanted instead.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.